Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 16) occurred during the load sequence with multiple intermittent cartridges. Customer's blood glucose level was 100-110 mg/dl. Reportedly, the customer replaced the cartridge and was able to successfully resume insulin therapy.